Event description:
The patient experienced a loss of therapy efficacy. Her spasticity returned and the patient could no longer walk. The hcp believed the pump or catheter was defective. Intraoperatively there was good cerebrospinal fluid backflow when the pump was disconnected from the catheter. However, the hcp was unable to withdraw fluid from the catheter access port when the new pump was attached to the catheter. The hcp replaced the catheter connection, reconnected the new pump and received excellent flow through the catheter access port. It was reported that there was 'something wrong' with the way the catheter was attached to the pump. At the time of the report, the patient was doing better.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.